Manufacturer narrative:
Model number/catalog number: sc-2218-50, (B)(4), model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was experiencing cramps down the left leg and could not tolerate the stimulation. The patient underwent a revision procedure wherein the lead was adjusted. The patient was doing well postoperatively.